Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 6 mg/ml, clonidine 300 mcg/ml, bupivacaine 15 mg/ml, prialt 2.8 mcg/ml, a unknown type of baclofen 125 mcg/ml via an implantable infusion pump. The daily dose of each drug was unknown. The indication for use (IFU) was listed as spinal pain. It was reported that the patient usually is refilled the first of the month, but the date was pushed back to the (B)(6). The patient missed a refill, because of a date ¿screw up.¿ the refilling company forgot to fill the patient¿s (B)(6) prescription. The patient was scheduled for a refill on (B)(6) 2015. The personal therapy manager (ptm) code 8286 (empty reservoir) was reported to have occurred. At the time of report, the patient was low on oral (po) medications. It was noted that the patient has suckers and oxycodone. No patient symptoms were reported. The patient was feeling great, noted this is actually the best they have felt in a while.